Event description:
This is a spontaneous report by a nurse from spain of a break in aseptic technique and sterile peritonitis coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient began treatment with physioneal 40 and extraneal intraperitoneally (ip) for peritoneal dialysis (pd). Physioneal and extraneal therapies were ongoing. On (B)(6) 2012, the patient noticed drops leaking from the transfer set. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized. Remedial therapy rendered was not reported. The cause of the peritonitis was not reported. Follow-up was received from the physician on (B)(6) 2012. On (B)(6) 2012, the patient began treatment with physioneal 40 and extraneal for continuous ambulatory peritoneal dialysis (capd). On an unreported date in (B)(6) 2012, the patient was withdrawn from peritoneal dialysis and placed on hemodialyis. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2012, the patient began remedial therapy with vancomycin (1.5 gm, intravenous (IV), every day) and ceftazidime (2gm, IV, every 48 hours). On (B)(6) 2012, the patient declined to continue treatment with the antibiotics. The cause of the peritonitis was a break in aseptic technique. On an unknown date, the patient recovered from the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Information regarding patient re-training has been requested from the local baxter affiliate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because it was reported there was a break in aseptic technique by the customer. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined. Additional information received on (B)(6) 2012; the patient "forced the transfer set" and as a consequence, "some leaks appeared in the transfer set". The patient wanted to be and was transferred to hemodialysis; therefore, retraining on proper aseptic technique was not required.